Event description:
It was reported that during an implant procedure for this subcutaneous implantable cardioverter defibrillator (s-ICD) system when they closed the first layer on the pocket there were observation of low out-of-range shock lead impedance measurements measuring, less than 30 ohms. It was noted that the patient had a massive amount of bleeding in the pocket. The system position and sensing looked good. No 10j shock was given. Technical services discussed possible causes and provided troubleshooting options. A commanded 10j shock was provided and impedances measured 20 ohms. There was a concern with the amount of fluid in the pocket. Ts recommended to perform a defibrillation threshold (dft) test but suggested to wait for the fluid to resolve. The implant procedure was successful and there will be normal follow-up. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that during an implant procedure for this subcutaneous implantable cardioverter defibrillator (s-ICD) system when they closed the first layer on the pocket there were observation of low out-of-range shock lead impedance measurements measuring, less than 30 ohms. It was noted that the patient had a massive amount of bleeding in the pocket. The system position and sensing looked good. No 10j shock was given. Technical services discussed possible causes and provided troubleshooting options. A commanded 10j shock was provided and impedances measured 20 ohms. There was a concern with the amount of fluid in the pocket. Ts recommended to perform a defibrillation threshold (dft) test but suggested to wait for the fluid to resolve. The implant procedure was successful and there will be normal follow-up. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported additional intervention was performed as they drained fluid from the pocket of concomitant device the patient has. Impedances were still less than 30 ohms. Technical services noted that impedance may start to go up, however, could not be certain. Ts recommended enrolling the patient with the home monitor to review remote data to see how impedances are trending. At this time, the system remains in service. No additional adverse patient effects were reported.